Manufacturer narrative:
(B)(4). Date sent 7/1/2026. D4 batch # unk. B3: only event year known: 2026. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: additional information: the surgeon is an experienced one (16 years of consultant practice) and was a medtronic user. He has never had a bpf using endo gia and now just under a year using echelon 3000 he has had 2 or 3 so understandably he is reflecting on why this has happened? In my own 17 years of practice, I had one bpf in a patient who was readmitted to itu with ards and as a salvage effort we had to use very high doses of steroids which I think contributed to it. Bpfs occur because of ischaemia/poor healing etc.of the bronchial stump. This is often from overzealous clearing of the bronchus usually of lymph nodes. One of his bpfs was in a case of a typical carcinoid tumour(very rarely spread to lymph nodes) when he assured me that there were no nodes around the bronchus, he didn¿t have to clear anything, so he is surprised by this one. I personally can't see how a stapler can contribute to a bpf unless there was a serious lack of the staple legs hitting the anvil pockets and thereby not forming a perfect b configuration. If this did happen, which we will never know as the devices were discarded, then it would be immediately apparent as soon as they test the stump at the time of the operation. His bpfs occurred at the classic time of 8+ days indicating to me, ischaemia. He likes the 3000 but he will not use it on the bronchus anymore (gone back to endogia) until we reassure him as to "does it cause over compression resulting in ischaemia?". I have reassured him, as much as I can, that if this is the case we would be seeing a lot more of these bpfs than we are. I think that the "tri-staple mantra" of variable staple height resulting in better vascularity is deeply embedded in his psyche. Surgeon experience with the device? 6 months ¿ 2 years attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: where was the fistula? What was the exact surgical procedure? What is the lot/batch number? What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Did the healthcare professional wait 15 seconds after closing the device before firing? Were there any issues with opening the device? If yes, what trouble shooting steps were used to open the device? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the fistula occur? How was the fistula identified? What was observed at the site of the fistula upon reoperation? How was the fistula addressed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op to an unknown procedure that a patient developed bpf (bronchopleural fistula) post-operatively, despite the device functioning correctly during the procedure, with issues only presenting post-op. Gst45g was used.